Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04486 and # 3005099803-2010-04487. It was reported to boston scientific corporation that two jagtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician found the wire was already broken when he opened the packages. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis confirmed that the battery voltage dropped from eri to eol in one month. The power consumption of the device was measured and found to be normal. Automated tests detected no anomaly and the device met all specifications. The battery was sent to the manufacturer; no anomaly was detected. The cause of the depletion was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported premature battery depletion was not confirmed. Based on all available parameter and usage information, a longevity calculation was found to be within the expected longevity. All functional measurements and battery current drain measurements were normal. The device met all specifications.

Event description:
It was reported that the device exhibited an early end of life. The patient had not received any therapies or anything that would cause rapid battery depletion.